Event description:
Material # 381244, batch # 3328426. It was reported by customer that upon removing catheter from xxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left inside the pt. Verbatim: rcc received a complaint via phone. Pir. Veterinary: xxx, contact: xxxx, address: xxxx, phone: xxx, email: xxx, ref: (B)(4), lot: 3328426. Issue: upon removing catheter from xxxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left inside the pt. Sample: yes. Requesting sample return kit pt harm: no.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is an in-process visual inspection to detect catheter tubing damage. There is also outgoing functional test in place to check for catheter to adapter pull force. As no sample is returned for evaluation, actual root cause could not be established.

Event description:
It was reported that bd insyte gn 18ga x 1.16in catheter broke / separated after placement. It was reported by customer that upon removing catheter from xxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left in side the pt. Verbatim: rcc received a complaint via phone. Pir attached. Veterinary: xxx contact: xxxx address: xxxx phone: xxx email: xxx ref: 381244 lot: 3328426 issue: upon removing catheter from xxxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left in side the pt. Sample: yes requesting sample return kit pt harm: no.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the samples. Analysis of the samples showed the catheter broken and signs of blood in/ on the broken portion of the catheter. The broken portion of the catheter was observed with a smooth edge which indicated a clean cut on the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. A simulation was carried out by using scissors to cut on the tubing. It was observed that the cut off portion area has a similar smooth edge as the complaint sample. Therefore, the broken catheter was concluded to be cut by an unknown sharp object and the defect happened outside of the manufacturing facility. According to the instructions for use, it indicates that scissors or other sharp instruments should be used at or near the insertion site. It is therefore recommended to follow the instructions accordingly.

Event description:
Material # 381244. Batch # 3328426. It was reported by customer that upon removing catheter from xxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left in side the pt. Verbatim: rcc received a complaint via phone. Veterinary: xxx. Contact: xxxx. Address: xxxx. Phone: xxx. Email: xxx. Ref: 381244. Lot: 3328426. Issue: upon removing catheter from xxxxxx, about 2/3rds of the catheter was missing. Ran radiographs and to find if it was there, sent to radiologist but could not see anything, additional testing but could not confirm it was left in side the pt. Sample: yes requesting sample return kit. Pt harm: no.